Event description:
The user facility reported a 42-year-old male patient needed mechanical circulatory support. It was reported that the patient was on impella cp support and developed a hematoma at the right femoral artery (rfa) access site. The impella cp was removed from the rfa site, so the hematoma could be treated. The impella cp was then inserted through the left femoral artery (lfa).

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.